Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the damaged inductive resistor. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is giving 'abnormal energy delivery' message and is not able to provide defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device is giving 'abnormal energy delivery' message and is not able to provide defibrillation energy. It was concluded that the device can not be repaired. Stryker will further evaluate the customer¿s device at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is giving 'abnormal energy delivery' message and is not able to provide defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.